Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that eighteen days post a port placement in the left upper chest area via the left internal jugular vein, the patient allegedly developed an abscess and infection. It was further reported that the patient had undergone removal of infected port in the left upper chest area and the blood culture test resulted positive for clostridium soft tissue infection. Furthermore, the patient allegedly developed with worsening sepsis and septic shock secondary to bacteremia and had also allegedly developed with multiorgan failure of ventilator dependent respiratory failure and renal failure as a result of the defective infected port. Evidently, the patient was allegedly found to be experienced with acute skin inflammation, abscess, and necrosis. Reportedly, the patient got expired and the primary cause of death was cardiac arrest due to device-related bacteremia, and, other contributing factors were acute renal failure, breast cancer, and colon cancer.

Event description:
It was reported through the litigation process that two weeks and four days post a port placement in the left upper chest area via the left internal jugular vein, the patient allegedly developed an abscess and infection. It was further reported that the patient had undergone removal of infected port in the left upper chest area and the blood culture test resulted positive for clostridium soft tissue infection. Furthermore, the patient allegedly developed with worsening sepsis and septic shock secondary to bacteremia and had also allegedly developed with multiorgan failure of ventilator dependent respiratory failure and renal failure as a result of the defective infected port. Evidently, the patient was allegedly found to be experienced with acute skin inflammation, abscess, and necrosis. Reportedly, the patient got expired and the primary cause of death was cardiac arrest due to device-related bacteremia, and, other contributing factors were acute renal failure, breast cancer, and colon cancer.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, a medical record was provided for review. The medical records state patient experienced adverse events in the region near the port implant site. Additionally, the records state the patient expired due to cardiac arrest due to bacteremia. Based on this medical record, the reported adverse events and patient death can be confirmed. However, the definitive relationship between the device, confirmed events, and patient death was not determined based on the provided medical records. Therefore, based upon the available information, the definitive root cause for the event is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.